Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The el5ml device was returned empty and with the lockout fired through. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. The device was noted to have jaws disengaged. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device jammed on the final clips. Another device was used to complete the case. There was no consequence to the pt.